Event description:
Customer reports one incident of a blood leak at the onset of pt treatment on reuse number 14. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss 150cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention were reported.